Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file indicated that ¿host-pc did not startup. During troubleshooting, fse found that there was an issue with battery in the host pc. The fse replaced the battery in the host pc to resolve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.